Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2021 brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their implant removed (B)(6) 2021 because probably 3 months prior to removal the patient was having problems with the leads coming out of their back.

Event description:
Additional information was received from the patient. The cause of the leads coming out of their back was unknown. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.